Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered the secondary bag to the patient (over infusion) during therapy (medication, programmed amount and delivery rate unknown). The customer reported that "per the sales rep nurses had just turned around when this happened and that the IV tubing that was used already was thrown out." Any patient injury or medical intervention is unknown. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.